Event description:
Siderail would not stay in up position. According to a hill-rom technician, the siderail had a broken latch and would not work. The entire bed was replaced to resolve the issue with the siderail not staying in up position.